Event description:
Customer reported that two pts with a history of anti-kell, did not react with vs166. Testing was performed using a 15 minute incubation. No extended incubation was performed. Customer stated there were no discrepancies with the daily qc or with any other pt results. No death or serious injury was associated with this incident.